Event description:
It was reported the catheter was being placed into the patient's subclavian in the intensive care unit. Resistance was met when attempting to remove the guide wire. The guide wire became deformed. As a result, another catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.